Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported during intraoperative aberrometry assisted cataract surgery, the device suggested an intraocular lens 3.5 diopters different than the pre-operative plan. The surgeon chose to implant what the aberrometer suggested and the patient had a post-operative miss. The surgeon performed photo refractive keratectomy to correct the power miss.

Manufacturer narrative:
Based on the information provided for this investigation, pre-operative measurement discrepancies or pre-operative data entry issues of the white to white value likely attributed to the reported event. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. (B)(4).